Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. Based on insufficient information, the legal manufacturer was unable to perform a review of the device history records for this device as the device is unknown. The investigation was completed by the legal manufacturer and determined the potential root cause can be due to the following: - cross contamination was caused by wrong cds process. - during colonoscopy, patient infection occurred due to unknown factor other than the device.

Manufacturer narrative:
There are no records of the scope being returned to olympus as there was no specific manufacture, model or serial provided in the letter. The cause of the reported event could not be confirmed. If additional information becomes available, this report will be supplemented accordingly. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus received a legal document which states, on or about (B)(6) 2014, a patient underwent a colonoscopy procedure in the state of (B)(6). The patient alleges that due to the physician¿s failing to provide a safe and aseptic environment and safe and aseptic instruments before and during the procedure, the patient developed pseudomonas aeruginosa enteral infection and had to be hospitalized.